Manufacturer narrative:
The described issue was investigated in detail. During maintenance, siemens local service engineer discovered an issue with the tabletop collision sensor. This caused the tabletop not to stop driving down when an obstacle was present. These sensors were later rechecked by another engineer and found to be fully functional. Therefore, it was concluded that the original defect was misdiagnosed by the first engineer, which was later confirmed by him. The tabletop collision sensor was tested by lifting the table manually, without a table lifting movement. After further testing, no malfunction was found. When the sensor was activated, the table movement would stop. Parts that were replaced during maintenance and further services activities had no relevance to the reported issue. No system malfunction was determined.

Event description:
It was stated that after a siemens service visit, the tabletop would not stop driving down when an obstruction is present. Normally, collision sensors in the tabletop should indicate an obstacle. It is currently unclear why the sensors were apparently not functional in this case. There is a note in the operator manual to not position a patient with their legs under the table and to not move the table while a patient is seated near the table. The user always has the possibility to stop system movements by pressing the emergency stop button. No injury was communicated in this case. However, it is assumed that in worst-case scenario, a minor to serious injury might occur if a patient is seated with their legs under the table and the issue recurs. The patient¿s legs could be compressed or crushed by the descending patient table due to non-functioning collision sensors and failure of the user to stop system movements using the emergency stop button.

Manufacturer narrative:
E1: reporting facility phone number is (B)(6). H10 manufacturer narrative: h3; h6: the investigation is ongoing. A supplemental report will be submitted to the FDA if additional information becomes available upon completion of the investigation.